Manufacturer narrative:
The patient samples were further investigated by size exclusion chromatography (sec) and no other interferences were detected. The investigation determined the event was due to a known interference (heterophilic interference factor).

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). Four patient samples were received for investigation. The patient samples were tested for troponin t stat and troponin t hs. The troponin t hs stat results were higher than the troponin t hs. The patient samples were tested for the presence of an interferent using a hbt (heterophilic blocking tube). The result of the hbt test was consistent with the presence of an interferent in the patient sample. A general reagent issue can be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from two samples from the same patient tested on cobas e 801 analytical unit. The reporter runs the patient samples in duplicate because of the high results. Patient sample 1: on (B)(6) 2024. At 4:19 pm: the initial troponin t hs stat result was 215 ng/l. The initial troponin t hs result was 72 ng/l. At 7:32 pm: the first repeat troponin t hs stat result was 220 ng/l. The first repeat troponin t hs result was 78 ng/l. At 11:42 pm: the second repeat troponin t hs stat result is 214 ng/l. The second repeat troponin t hs result is 66 ng/l. Patient sample 2: on (B)(6) 2024. At 05:31 am.: the initial troponin t hs stat result is 194 ng/l. The initial troponin t hs result is 65 ng/l.